Event description:
It was reported that the patient experienced prolonged hyperglycemia with a highest cgm value of 336 mg/dl and a confirmatory glucometer reading of 305 mg/dl, lasting about 13 hours while using the ilet with an inset infusion set on the abdomen and a libre 3+ cgm; the event followed missed meal announcements and occurred after a routine supply change with no observed issues, with glucose later trending downward. Symptoms included hyperglycemia. Outcomes included no hospitalization and self-management at home. Investigation included customer interview and product-use review with education on ilet dosing behavior and cgm trend interpretation. Investigation of this case revealed user-related use error due to missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy management.